Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the registration was spot on and k-wires were placed in order on the right l3, l4, and l5, then on the left, l3, l4, and l5. All on the right were okay. L3 on the left was high. L4 on the left was high, but acceptable to the surgeon. L5 on the left was good. The manufacturer representative suspected that the patient was not bumped, so the arm may have just not gone to the trajectory. The site performed another registration to remedy the l3 and l4 on the left. Registration was good again, but l3 and l4 on the left were still high. The surgeon used fluoro to place one screw in l3. The guidance system was aborted for the navigation system. The deviation was between 3.5 and 10mm. There was no patient harm and the procedure was delayed an hour or longer.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. B01, c19, d14 are all applicable to the system checkout. The exports/logs were returned for clinical analysis. The analysis determined the root cause for the superior deviations at l3 left and l4 left is skiving of the tools along the cortical slope. B01, c13, d11 are applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.